Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.

Event description:
Procedure: laparoscopic choledocholithot. According to the reporter: prior to use on a patient, a nurse set the device, obturator did not through. She/ he pushed it in, a ring seal came out. Another device was used. No patient harm. Patient age, gender and weight: not provided. Operating time not extended. No patient involvement.